Event description:
It was reported that a patient ( (B)(6) ) was diagnosed with peritonitis and has been transitioned to incenter hemodialysis. There were no reported allegations that the event was related to a fresenius product. In additional follow-up, the reporting nurse stated the patient had stage 4 end stage renal disease {esrd) and did not begin any dialysis when the peritonitis began. The nurse reported the patient had a pd catheter (not a fresenius product} placed {date not provided) preemptively for planning peritoneal dialysis (pd} soon but that the pd catheter insertion site become infected and caused peritonitis. The nurse confirmed the patient was not using any fresenius products (both cycler and manual) when the event occurred and stated the patient was only getting pd flushes. The pd catheter was removed, and the patient has since started hemodialysis. The nurse confirmed the patient has not had any adverse effects related to hemodialysis. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).